Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly pcu module will not turn on, and therefore, assy front case keypad will be replaced. There was no reported patient involvement.

Event description:
It was reported that allegedly pcu module will not turn on, and therefore, assy front case keypad will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer reported complaint of pcu module will not turn on was confirmed. External and internal inspection was performed. During external inspection, the keypads were observed to be in good condition with no issues observed. During internal inspection, 1 out of 1 keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. A keypad test was performed on the returned keypad using cad pcu test fixture. The keypad was installed on the test fixture, powered on and placed in maintenance mode. Keypads that fail to power on the cad pcu test fixture with the system on key had the test fixture keypad utilized to power on in maintenance mode for completion of keypad testing. The system on key did not function, all other keys functioning. Review of the pcu module (B)(6) service history record showed the device had a manufacture date of 27september2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 8nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. H3 : only keypads were provided for the investigation.